Manufacturer narrative:
Device was discarded so no eval was possible. Surgeon said that, they followed the instructions properly, but failed to remove infusion tube; removed it surgically. Pt was transferred from ed to ICU, then another ward, so the indication is that they were doing well. Had presented with cardiac arrest. Fast1 was used successfully in reviving the pt such, that they could be transferred from ICU. Surgical removal of infusion tube was successful. Pt moved from ICU same day as incident. No further info was forthcoming.

Event description:
Removal difficulty: apparently, the surgeon followed the instructions to remove the infusion tube as described, but was unable to remove it. The infusion tube was removed surgically. Pt originally presented with cardiac arrest. The fast1 functioned correctly, but removal of the infusion tube was unsuccessful. Pt survived.